Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on an unk date. During the procedure, the system lost power. The device shut down in the middle of preheat. The surgeon was unable to continue. The pt received a hysterectomy. Additional info has been requested.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.